Event description:
It was reported that high capture threshold and high, pacing lead impedance were observed.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the rv shock coil was noted at 5.1-6.3cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.